Manufacturer narrative:
External insulation abrasion was noted at 18.2 ¿ 18.3 cm from the [pin/distal tip] consistent with lead friction with the device can. The outer insulation was breached and exposed the outer coil at this location.

Event description:
It was reported that the patient presented in clinic. The right ventricular lead was found to be dislodged. All measurements were within normal limits. When the physician opened the pocket he witnessed an insulation abrasion. The lead was explanted and replaced. The patient was stable post procedure.